Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not burn branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for lots 25123654, 25123767 and 25122469 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; there was no steam or heat produced. The cable connections were manipulated during the test and still no output was observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The device failed the temperature measurement test. The resistance value was measured at 0.18 ohms, which is below specification and no temperature was recorded. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The most probable cause of the failure to cut is an electrical issue with the device. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not burn branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.